Manufacturer narrative:
(B)(4). G2: australia. Proposed component code: mechanical (g04) ¿ stem. Visual examination of the provided picture identified the explanted stem and head covered in bio-debris. No further evaluation could be made from the provided picture. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision due to periprosthetic fracture and trauma. The complaint is confirmed based on the evaluation of the medical notes. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an open reduction approximately three years post implantation due for unknown reasons. No hip implants were exchanged at this time. Approximately, eight months after the open reduction, the patient underwent a hip revision due to a traumatic periprosthetic fracture. The femoral head and stem were removed and replaced. Attempts have been made and no further information is available.